Manufacturer narrative:
The device was not returned for evaluation. Cine video was provided and reviewed by an abbott vascular medical affairs expert. The video provided for review does confirm the failure of the balloon dilatation catheter (bdc) to be able to be properly prepared (negative pressure) and to inflate (leak). The leak appears to be at the junction of proximal portion of the outer member and the strain relief. The investigation determined that the inflation issue and leak appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information. The additional armada device referenced is being filed under separate medwatch report number.

Event description:
It was reported that the patient presented with occlusion of the lower leg arteries, a non-healing wound of the left lower leg and foot and ischemia. The procedure was to treat the left tibial and anterior tibial arteries and recanalization of the anterior tibial artery was performed. A non-abbott balloon dilatation catheter (bdc) was used to dilate first and then an armada 18 3.0x120 mm percutaneous transluminal angioplasty (pta) catheter was attempted for dilatation. It was noted that the catheter did not fill with contrast and the liquid was dripping from the junction of the catheter and the connector. There were no signs of balloon inflation on angiography. Another, same size armada 18 pta catheter was then attempted but failed for the same reason. When trying to create a vacuum, bubbles began to flow into the syringe and when trying to pump contrast, it flowed out in drops at the point of attachment of the balloon delivery system. An armada 18 3.0x200 mm was then used successfully to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.